Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump displays "check clutch/plunger lever" during occlusion test. No patient injury reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were broken, the right plunger case and plunger parts including plunger printed circuit board were missing. The left case was unscrewed and dangling from the plunger tube. Review of the event history log showed occurrences of "travel coarse error" and "check clutch/plunger lever" errors. Functional testing could not be performed due to missing parts of the plunger head. The investigation found signs of normal wear on the lead screw and clutch halves and determined that this was the cause of the reported issue. The lead screw, clutch spring and both clutch halves were replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.